Event description:
It was reported that a integrated apd set w/cassette had a crack during use with the home patient (hp) not connected. The technical service representative (tsr) advised the hp to start over with new supplies. During follow up, the hp stated that she did not notice anything unusual with the cassette after she removed it from the homechoice device. The hp has been able to complete therapy successfully since this event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number h13e09054 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).